Manufacturer narrative:
Device evaluation details: the octaray nav device was returned to biosense webster (bwi) for evaluation. A visual inspection and dimensional test of the returned device were performed following bwi procedures. The device was inspected, the splines were bent, and the electrodes were lifted. A dimensional test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. The splines bent could be related to the resistance issue reported by the customer therefore the complaint was confirmed. The potential cause of the observed damage on the electrodes and splines bent cannot be determined. The instructions for use (IFU) contain the following recommendations: the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified the electrodes were lifted. It was initially reported by the customer that when the octaray catheter was taken out of the vizigo sheath there appeared to be a strip of plastic on the splines, however, there appeared to be no outward damage to the sheath or the octaray mapping catheter. There were no lifted or sharp rings to the reporters knowledge, but they did notice significant resistance and even a squeaking noise when advancing and retracting the octaray. There was no patient consequence. The customer¿s initial report of resistance with the sheath is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. The issue of ¿strip of plastic on the splines of the octaray¿ is considered to be a reportable product malfunction of the vizigo sheath. As such, the event was reported to FDA under manufacturer report # 2029046-2024-03296. On 8-nov-2024, the bwi pal revealed that a visual inspection of the returned device found the electrodes of the octaray mapping catheter were lifted. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.